Event description:
Customer uses heating pad on a daily basis. The pt suffers from back pain. The therapist prescribed heat treatment to alleviate the pain. The treatment time is for 40 mins. The heating pad is applied to the shoulders for 20 mins and then the shoulders for 20 mins. Recently, the customer removed terry cover to wash the cover. Upon removing the cover, the customer noticed two small burn holes in the heating pad casing. The customer noted that the heating pad functioned properly during the last use of the device.

Manufacturer narrative:
The device has been rec'd and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval.